Manufacturer narrative:
Device evaluation of electrode belt has been completed. The reported problem (check therapy pad messages) has been confirmed. Upon investigation the therapy electrodes were nonfunctional. The cause for the nonfunctional therapy electrodes was isolated to an open white (drvn_gnd) wire in the trunk cable. The root cause for the open wire was excessive force. There was no adverse event that resulted from the damaged belt.

Event description:
A us distributor reported that a patient was experiencing check therapy electrode messages.